Event description:
It is reported that the pt is experiencing pain.

Manufacturer narrative:
Primary notes state that the acetabular shell was placed in 30-35 degrees of abduction; the surgical technique recommends 45 degrees of abduction. X-rays from (B)(6) 2013 and a radiology interpretation were returned for review. The interpretation agrees with the radiographs in that there appears to be some heterotopic bone formation along the right lateral aspect of the right superior acetabulum.. There are no findings to suggest dislocation or loosening. There is a somewhat lobulated density in the central pelvis which may represent calcifications related to the pt's bladder or prostate gland. With the info provided, a definitive root cause for the pt's pain cannot be determined. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. Should add'l substantive info be received, the complaint will be reopened.